Event description:
It was reported that screw broke and damaged from sides while it was being inserted in tibia at last stage of the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One biosure regenesorb 10mm x 30mm screw returned. The complaint stated: "it was reported that screw broke and damaged from sides while it was being inserted in tibia at last stage of the surgery." This implant was received in very poor condition. Dimensional inspection verifies that this is a 10x30mm product. The thread conditions range from rolled over to missing substantial amounts of material. The phillips head does not show signs of stripping. It does show signs of over-torque. The thread outer diameter edges are distorted; rolled, burnished and peeling. This indicates that the threads were met with resistance or force. Prep per the instructions for use recommendation is critical for ease of insertion and successful anchoring. After the first few rotations disfigurement of threads is apparent. As the thread diameter increases, thread outer diameter edges become stripped off. This condition is consistent with an inferior tunnel size. As this is a tapered product, tunnel size would need to accommodate the largest diameter of the implant. To help avoid damages such as these, the instructions for use states: "use of a tap is recommended", " in cases where hard bone is encountered, it is recommended that a tap 1mm larger than the screw be used", "ensure the screw is seated fully onto the tip of the screwdriver." No root cause related to the manufacturing of this device was confirmed.